Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while using the ilet pump after elevated glucose was corrected, with the user stating glucose rose due to unannounced food intake and then dropped into the 40s; the user treated the low with oral glucose and subsequently discontinued ilet and returned to a prior pump. Symptoms included hypoglycemia with dizziness, shaking, confusion, and hyperglycemia preceding the low. Outcomes included an urgent low glucose event classified as a minor injury and a serious injury per health impact coding, with medication required to treat the event. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure and user interface interaction, specifically missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.